Event description:
A malfunction occurred when the pump fell off the charger onto a hardwood floor, resulting in malfunction code 9 being displayed. There was no adverse impact on the customer's blood glucose level. The pump is experiencing recurring issues after being reset, leading technical support to assist the customer in resetting it initially. Ultimately, a replacement pump was provided, and the customer was advised to use multiple daily injections as backup therapy.